Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. Troubleshooting was performed and revealed that the insulin pump was set to a basal pattern. The customer stated that she had not intended for the insulin pump to be in a basal pattern at the time of the event. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications. See scanned page.